Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that approximately one month following laser assisted cataract surgery, the patient reported decreased vision in the left eye. The surgeon suspects optic neuropathy in this patient. The patient has been prescribed eye glasses and is expected to follow up at a later date. The surgeon has noticed an increase of optic neuropathy in patients who have undergone a laser assisted cataract surgery. But, according to the surgeon, it is unknown whether the laser caused or contributed to the event.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).